Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 3889-28, lot# va12uvc, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that (implant dos of procedure: (B)(6) 2016) they had pain go down her leg and back . The patient later reported that pain in her leg around the implant area. Pt states she met with the hcp (healthcare provider), who turned stim down then back up. Pt states she has lowered stim again from 2.0 to 1.2. Pt states the pain is not as bad but is still present. Pt noted the hcp did not think it had anything to do with the implant. Pt noted she may try turning it off for a day. There were no trauma/falls reported that could be related to this issue. Pt mentioned she has not fallen but gets in and out of a vehicle frequently. Event date: 2016 (at least 1.5 to 2 months). Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. A manufacturer representative (rep) reported the patient had pain at the leg. The rep checked the impedances and the healthcare professional (hcp) was getting x-rays. The rep stated that the patient was experiencing pain at the insertion site and radiates down their leg when stimulation is on. When the stimulation was off the pain went away. The rep found the impedances were all within normal range of 600-1100 ohms. The patient experienced the same type of pain on all program and it occurs at low amplitude, it was noted the patient was feeling at 0.1 v on the current program. The rep stated the patient did not report any falls or trauma. The rep noted the patient gets in and out of a van all day, potentially related to repetitive movement. The rep stated the patient was getting good symptom relief prior to the issue. It was noted the pain was continuous when the stimulation was on. The hcp was getting x-rays to see if the issue could be related to a lead position change. The rep reported the patient had pain at the lead site and leg that was sudden in on set. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.